Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via online chat and stated that the toothbrush head had broken off, and was in her mouth. No injury was reported.